Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have no physical damage or defects. The issue was confirmed through the latch/lock test, and the cause of the customer reported problem was the defective lock sensor. Service history review identified that the device was last serviced november 28, 2024, for an issue related to "error with the locking mechanism." The manufacturer representative replaced the lock sensor.

Event description:
It was reported that during a routine functional test, the pump repeatedly displayed a ¿cassette unlocked¿ error, while running, even though it was not being touched. The customer mentioned that the key had to be physically unlocked and re-locked, but the error continued to occur multiple times. There was no patient involvement.